Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed critical pump error, pump errors, and stuck button. Customer's blood glucose level was not reported. The device will be returned.

Manufacturer narrative:
A broken force sensor was detected during seating or regular delivery error alarm and critical pump error (open book image) alarm during testing due to moisture damage on the electronic assembly. Unable to verify post-reset ram crc alarm or history pointers failed and history pointers are corrupted error or software error or keypad unresponsive or button error alarm or perform the functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm.